Event description:
The customer reported that during a laparoscopic salpingooophorectomy, the jaws of the device could not be reopened while applied to patient tissue. To remove the device from the tissue, the surgeon used another bipolar device and shears to pry the device jaws open. The patient is reported as recovering.

Manufacturer narrative:
(B)(4). Note: medical device and device manufacture date are corrected as follows: the lot# reported on initial MDR was found to be invalid, thus the lot# is now unknown, as are the expiration date and the manufacture date. One used device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. Covidien could not confirm the customer's report. A review of the device history record for this device could not be conducted because a valid lot number was not provided.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.